Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, bisphosphonate treatment, pain, inflammation, mobility.